Event description:
After 3 months of implantation, repositioning was attempted due to unsuccessful defibrillation shocks. During repositioning, the shock coil was inadvertently stretched. Consequently, the lead was explanted.